Manufacturer narrative:
The complaint states hip revision performed on (B)(6) 2016 at (B)(6) hospital. Patient was at work and felt a sudden sharp pain in his thigh. He also heard a crack. Patient went to clinic for review and xray revealed a broken stem. Surgeon has not given any rationale as to why this could have happened. Broken stem was taken out and a cemented stem was implanted. Primary implant date was (B)(6) 15. X-ray is available. A complaint database search and review of manufacturing records did not identify any anomalies. The devices, lab report, and x-rays were reviewed by bioengineering in (B)(4) which states; products were reviewed in (B)(4) via (B)(4)which determined that the stem fractured distally. Observation of the fracture surfaces show a pattern of concentric lines, indicative of low-cycle fatigue. The concentric curved lines point to the fracture origin point on the lateral aspect of the femoral stem. No notable contributing factors are visible on the fracture surfaces. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was at work and felt a sudden sharp pain in his thigh. He also heard a crack. Patient went to clinic for review and xray revealed a broken stem. Surgeon has not given any rationale as to why this could have happened.

Manufacturer narrative:
Device available for evaluation: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.